Event description:
The rptr stated that he had done back to back blood glucose testing, two minutes apart, using the same fingerstick. His results were 85 and 145 mg/dl. He said that he has trouble getting enough blood on the test strip. He reported that he did not have any symptoms. A control solution test of 125 mg/dl was in range.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8